Event description:
The event was reported as: tubing was kinked off. When the tubing was straightened, water was pushed out of the cannula on to the bed. No pt injury reported.

Manufacturer narrative:
Sample has been requested, but not received at time of this report. Investigation is ongoing and is not available at time of this report. A follow-up investigation report will be sent when available.